Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the errors b30, e216, and n207 could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, the customer noted that the light source was triggering error codes on two separate units. She went on to confirm that other scopes were functioning properly on those same units. Tac recommended cleaning the contact points as a form of trouble-shooting. The customer attempted, and she reported partial success claiming that an intermittent image with lines was on the display along with only the n207 code. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that she was receiving a b30, e216, and n207 error code on her olympus evis exera iii xenon light source device. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.